Event description:
Customer reports that in three incidences within a week, a codman disposable perforator did not disengage. The drill became stuck in the skulls in two of the cases. In 2002. Refer to MFR medwatch report numbers 1226348-2002-0114 and 1226348-2002-0115 for the other two events.